Event description:
It was reported that a patient with a history of headache was found to have a basilar tip aneurysm with dysplastic irregular contour highly concerning for impending rupture. Catheterization and placement of the stent catheters into the posterior cerebral arteries was extremely challenging and difficult despite multiple wires and different catheters. Eventually both posterior cerebral arteries were catheterized successfully. The case was completed, with successful stent assisted coil embolization of the aneurysm. Y-stenting was done simultaneously to both p1 segments: a stent was used from the left p1 to the basilar, and a 4.5x30 enterprise stent was used from the right p1 to the basilar. Following successful stent assisted coil embolization, there was no definite residual filling to suggest residual aneurysm. There was possible sluggish flow in the distal posterior cerebral artery p4 branches, which was treated with a loading dose (half integrillin inter-arterial and half intravenous). The patient awoke from anesthesia with no definite focal neurological deficit and was transferred to recovery unit in a stable condition. The next day, the subarachnoid hemorrhage (sah) was noted, and the in-stent thrombosis was noted the day after. A ventricular shunt was placed to relieve the sah and hydrocephalus. The physician indicated the in-stent thrombosis resulted in brain stem, cerebellar and thalamic stroke. Life support was withdrawn four days post procedure. The case was complicated by subdural hemorrhage that occurred spontaneously. The physician indicated the cause of death was diffuse infarct of the thalami and brain stem, likely due to in-stent thrombosis. The physician indicated the cause of the in-stent thrombosis to possibly be too much metal (2 overlapping stents in relatively small vessels). The physician indicated that there could have been a minor perforation by the wires (one was the subject device) resulting in the sah that was not recognized due to the difficult anatomy, though there is no known definitive cause for the sah, as it may not have been caused by any wire.

Manufacturer narrative:
The subject device was not returned; therefore, an analysis could not be performed. As the batch remains unknown, a review of the DHR (device history record) could not be completed; however, the device is believed to have met specifications when released because there were no reported device issues during the procedure. Because the reported event is a known physiological effect of the procedure noted with the directions for use and/or device labeling, a cause of anticipated patient complication was assigned to this event. The subject device was not returned.